Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 3-4¿ of air pocket was observed distal to the drip chamber in an unknown quantity of clearlink system continu-flo solution sets while being used with an unspecified baxter pump. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.